Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported guide break and foot retraction issue were confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed via an 8f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sheath was upsized to a 16f and the aaa procedure was completed. The sutures of the two proglide devices were successfully used; however, hemostasis was not fully achieved so another proglide device was going to be deployed. When an attempt was made with the additional proglide device, the distal guide separated from the proximal guide. This occurred after the foot had been deployed and while pulling back to feel tactile sensation against the vessel wall. An attempt was made to close the foot before removing the device; however, the foot could not be closed. The device was able to be removed with no reported vessel damage. It was noted that the distal guide was barely connected to the proximal guide. A non-abbott device along with the sutures of the pre-placed proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.